Manufacturer narrative:
Approximate age of device ¿ 6 years and 4 months. The report of red heart alarms and pump stop events was confirmed based on the submitted log files; however, a specific cause for the alarms cannot be conclusively determined. The log file contained approximately 5 days of data which captured low speed/flow hazards and pump stop events while the patient was supported by both the power module and batteries. Based on similar events reported to the manufacturer, the events captured in the log file are consistent with compromised wires in the percutaneous lead. However, a correlation to the evaluation of the returned portion of lead cannot be determined. Approximately 21 inches of the external portion/distal end of the percutaneous lead was returned. An electrical continuity test of the returned portion of lead was conducted and all wires were found to be electrically intact. No shorts were induced during testing with manipulation of the lead. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of disruptions or damage to the wire insulation or underlying conductors. The returned portion of the percutaneous lead was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the percutaneous lead wires. The returned system controller was functionally tested and had difficulty achieving a set speed of 6000 rpm after sending the motor start command. The system controller was observed to increase the pump speed up to 1700 rpm and then stop. Further evaluation revealed a compromised component on the primary drive circuitry. The finding of the damaged drive circuitry component and the data contained in the log file indicates an overcurrent condition that can potentially occur from a pump or percutaneous lead issue, however, no wire compromise was confirmed through evaluation of the returned portion of the percutaneous lead. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2009. On (B)(6) 2015, it was reported that the asymptomatic patient presented to an outside hospital with audible and visual red heart alarms and pump stoppage. The manufacturer's technical services representative reviewed the submitted log file and x-ray images. Power elevations up to 33 watts, an increase in pulsatility index, and pump stoppages both on battery and power module support were observed in the log file. Review of x-ray images revealed a suspect area a few inches above the bend relief at the system controller end. On (B)(6) 2015, a percutaneous lead replacement was performed. The epc system controller was exchanged after the repair due to power readings between 9-10 watts. Once the system controller was replaced, the power levels reportedly returned to the 5-6 watt range. No further alarms were reported.